Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a ligation of gastric varices procedure performed on (B)(6) 2024. During the procedure, it was noticed that the steel wire at the handle was knotted, and the device could not be rotated. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts. Note: it was reported that the speedband superview super 7 was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't rotate.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a ligation of gastric varices procedure performed on (B)(6) 2024. During the procedure, it was noticed that the steel wire at the handle was knotted, and the device could not be rotated. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 18, 2024: the speedband superview super 7 was used in the esophagus to treat esophageal varices. During the procedure, the bands could not be deployed. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with six bands attached to it and the ligator housing teeth were found bent. Also, the suture was returned broken. Additionally, the handle had marks of the trip wire indicating that it was secured, and it was found kinked. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had six bands attached to it, and the ligator housing teeth were bent. Also, the suture was returned broken. Although the returned suture was broken; however, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. It is possible that this problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. The trip wire was also found kinked, which could have been occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H2 (additional information): b5, h6 (device codes), e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code), and h11 have been updated based on the additional information received on december 18, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a ligation of gastric varices procedure performed on (B)(6) 2024. During the procedure, it was noticed that the steel wire at the handle was knotted, and the device could not be rotated. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 18, 2024: the speedband superview super 7 was used in the esophagus to treat esophageal varices. During the procedure, the bands could not be deployed. It was noted that no difficulty was experienced upon setting up the device.